Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient that was generated by the unicel dxl 800 access instrument. The accu tni result was 5.30ml. The result was reported out of the lab. Per customer, the patient received a cardiac catheterization based on the accu tni result reported. On the same day, the customer re-tested the patient original sample for accu tni; the result was "<0.01ng/ml". The next day, a fresh sample was collected from the patient and tested for accu tni; the result was "<0.01ng/ml". The customer did not receive any report of patient injury that can be attributed to or connected with this event.